Manufacturer narrative:
One photo was shared by customer, showing a series of stop cock connected with a microclave inside a plastic bag, some dry residual is observed. Four used list# mc100, microclave¿ clear neutral connector connected with three used, 3-way stopcock were returned for evaluation. As received an unknown dry solution was observed on the sample and a crack on the non-ICU medical stopcock was observed. No additional damage or anomalies were identified. The set was tested as returned and each microclaves standalone as well, only a leak from the crack on the non-ICU medical, stopcock was confirmed. The ID of the returned stopcock were measured finding bigger than expected, when the claves were dissembled, partial coring on the top seal and tear on the side of the seal was confirmed. Complaint of leak on crack on stopcock can be confirmed. The probable cause is unknown. The probable cause of the partial coring is typical due to incompatible mating device during use the direction for use (dfu) states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". A device history lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
Additional information received on 18-mar-2025 stating the patient was a sick acute respiratory distress syndrome (ards), and the sedation was infusing in this line, not the inotropes as it was a piv (peripheral intravenous). Patient became profoundly agitated as a result and asynchronous with the vent as sedation wasn¿t infusing properly. Pump was ringing occlusion noted. Sedation was switched to another piv and rn needed to give several boluses of sedation to get control of the patient. When flushed, ns sprayed back at rn through belly button clave.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a microclave¿ clear neutral connector was found to have generated a leak during patient use. It was reported that the stop cock luer lock connection leaked onto the bed on the inotrope line causing the patient to be hypotensive and not getting the right amount of inotrope delivered via the pump. The number of occurrences is 4. There was an unexpected or prolonged care. There was no additional information reported.